Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm with anopen book imageon screen and the retainer ring was cracked. Customer stated that they were able to lock in place the reservoir when inserted in insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = clear. Customer returned pump for an alleged critical pump error (open book image) alarm/cosmetic damage at the retainer found on (B)(6) 2021. No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current test. High sleep current and pump error 75 alarm noted during testing. Successfully downloaded history files and traces using thus. Pump error 63 critical handling alarms found in the pump history file/trace on sep 03, 2021 at 3:52 pm with variable (15). Pump error 63 alarm due to hardware error (line number 9926 file number 2005). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the pcba 1/ force sensor.¿force sensor zero offset within specification (22.6mv). Test p-cap and reservoir locked properly into reservoir compartment during testing.¿ the following were noted during visual inspection: corroded battery tube, cracked retainer, cracked battery tube threads, cracked select button keypad overlay and minor scratched lcd window. Critical pump error (open book image) alarm¿not confirmed. Pump error 63 alarm due to hardware error (moisture damage). High sleep current and pump error 75 alarm due to moisture damage on pcba 1. Moisture damage found. Cosmetic damage confirmed at the retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. S/w version 4.11 j. Retainer = clear. Customer returned pump for an alleged critical pump error (open book image) alarm/cosmetic damage at the retainer found on sep 03, 2021. No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current test. High sleep current and pump error 75 alarm noted during testing. Successfully downloaded history files and traces using thus. Pump error 63 critical handling alarms found in the pump history file/trace on sep 03, 2021 at 3:52 pm with variable (21). Pump error 63 alarm due to hardware error (line number 9926 file number 2005). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1/ force sensor. Force sensor zero offset within specification (22.6mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked retainer, cracked battery tube threads, cracked select button keypad overlay and minor scratched lcd window. Critical pump error (open book image) alarm not confirmed. Pump error 63 alarm due to hardware error (moisture damage). High sleep current and pump error 75 alarm due to moisture damage on pcba 1. Moisture damage found. Cosmetic damage confirmed at the retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.